Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urethral atrophy. A new aus with a smaller cuff was implanted. There were no patient complications.